Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinician attempted to perform a cyber security update on the implantable cardioverter defibrillator. While the update was in progress, an error message appeared and the device went into backup vvi operation. The clinician then restored the device to its initial settings. There were no reported adverse consequences to the patient.